Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose at the time of incident was 38 mg/dl and current is 120 mg/dl. The customer reported that on october 31/2017 blood glucose came down to 20 mg/dl and again down to 18 mg/dl. The customer treated low blood glucose with the candy bars and drank milk. The customer reported that insulin pump was leaking and it delivered more insulin than needed. The insulin pump was exposed to moisture and type of fluid was insulin. The insulin pump will not be returned for analysis.